Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had air bubbles anomaly customer's blood glucose at time of incident was unknown. Customer stated that there are 5 different air bubbles in the tubing and 2 air bubbles in the reservoir. Customer changed out the pump and tried to rewind and insulin through but the insulin shot out. Customer changed the set and had high blood glucose but hospitalized. Customer's blood glucose at time incident was 400 mg/dl. The troubleshooting was not done on this call just gather information and customer's mother will back when she gets home.

Manufacturer narrative:
The event was reported under the incorrect device with the initial report. The correct device has been updated and corrected with this report.